Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the pipeline dislodgement was not determined. Multiple pipelines were not being used when movement occurred. The delivery process went smoothly. The catheter tip had a little slipped during deployment, catheter was not sure if there was a problem.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex was returned inside the inner pouch, bio-hazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer report of ¿movement during deployment¿ was not confirmed. No damage was found with the returned pipeline flex. The root cause could not be determined. Possible causes include vasospasm, vessel tortuosity, catheter kickback, insufficient distal anchoring of the braid, and incorrect braid sizing. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0630-1s (lot: 227846485); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a blood flow diversion implantation for a c6 segment aneurysm using a pipeline embolization device, the stent slipped during deployment. The procedure involved accessing the femoral artery with a diameter of 7.2mm, and the aneurysm was located on the side wall of the c6 segment, unruptured, with a saccular morphology, a maximum diameter of 5.2mm, and a neck diameter of 4.2mm. The landing zone artery sizes were 3.5mm distal and 3.75mm proximal, with moderate vessel tortuosity. During the procedure, the stent was initially deployed according to standard operating procedures, the stent tip end was opened in the m1 straight segment, and then part of the stent was retrieved for pullback and anchoring, but it slipped from its position. The surgeon attempted to retrieve and redeploy the stent, but it was suspected to be dislodged during retrieval. The stent and the stent catheter were remo ved, confirming the dislodgement. Subsequently, the stent was replaced with a ped2-4-18, and the operation was successfully completed. No patient symptoms or further complications were reported as a result of this event.